Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. Analysis was performed and no anomalies were found. The distal lv (low voltage) electrode of the lead was covered in blood. The guide tooth of the lead was extrinsically damaged. Visual summary analysis of the lead indicated damage at implant. There was blood on the helix and damaged guide tooth visibly but no tissue on helix.

Event description:
It was reported that the right ventricular (rv) lead exhibited high thresholds and an inability to capture. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.